Event description:
The customer called to report that she performed control tests and obtained readings of 141 mg/dl at 10:30 a.m. And 136 mg/dl at 10:45 a.m. With the contour next one meter. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's weight was not provided.

Manufacturer narrative:
The customer did not return the device for evaluation. The contour next test strips and control solution associated with the event expired in jun-2022 and jul-2022 respectively, therefore, an in-house testing could not be performed. The device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.